Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to the device exhibited an unspecified problem. All components were removed and replaced. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation can not be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.